Event description:
Using zoom bleaching unit in dental office which emits ultraviolet light. Although the patient is protected, the instructions do not caution enough because there is some scatter on to unprotected area plus there is no actual disclosure of the amount and strength of uv light and whether it is a or b. It is directed at pt's mouth and although there is protection for the mouth area the general facial tissues are not protected. There are warnings, but I don't believe they are good enough. Either the protective technique is adequate or it isn't. This product is manufactured.